Event description:
It was reported that during routine interrogation of the device, it was noted the short interval counter had increased indicating oversensing. Review of the device data noted t-wave oversensing and variable impedances. An increase in lead threshold was also noted. The lead remains in use and will continue to be monitored. No patient complications were reported as a result of this event.

Event description:
It was reported that during routine interrogation of the device, it was noted the short interval counter had increased indicating oversensing. Review of the device data noted t-wave oversensing and variable impedances. An increase in lead threshold was also noted. It was further reported that the lead was oversensing due to being programmed more sensitive for decreasing r-wave measurements.the lead remains in use and will continue to be monitored. No patient complications were reported as a result of this event.

Event description:
It was reported that during routine interrogation of the device, it was noted the short interval counter had increased indicating oversensing. Review of the device data noted t-wave oversensing and variable impedances. An increase in lead threshold was also noted. It was further reported that the lead was oversensing due to being programmed more sensitive for decreasing r-wave measurements. The lead remain in use and monitored. It was further reported that the lead was explanted due to decreasing r-waves, oversensing and high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. The data showed interference/noise and varying resistance/impedance on the lead. Ventricular short interval count v-sic = 14.7 counts avg/day. Pace impedance trend data shows varying impedance for max rv pace= 332 to 720 ohms range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.